Manufacturer narrative:
An investigation was performed in response to a complaint of air detected diluent error 2012 on the aia-360 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) observed dried wash precipitate on the wash pump head and motor. The wash pump wash not causing an error but showed strong evidence of a leak. The fse resolved the complaint by replacing the diluent pump for air detect diluent error and also replaced the wash pump for the leaking wash pump. The diluent pump failed to pump due to a component failure. The wash pump exhibited a leak due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. The aia-360 operator's manual under section 7-1: list of error messages states the following: [2012] error message: air detected diluent. Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. (B)(4).

Event description:
Customer reported an air detected diluent on the aia-360 analyzer. The diluent wash bottle was full and within date. This is a reportable event based on delay in reporting of patient results for intact parathyroid hormone (ipth).